Manufacturer narrative:
A partial lead with the connector portion was returned for analysis. External insulation abrasion was noted at 15.4 cm to 16.1 cm from the connector pin consistent with friction of the lead to the can. Outer coil filar was found at 15.4 cm from the connector pin consistent with the procedural damage. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.